Manufacturer narrative:
Correction in h6: previously applied code of fdd a051208 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device seen by the unaided eye. A syringe was used to inject 20cc of air into the cuff balloon and the cuff deflated immediately. For further analysis, a leak test was performed to d etermine the location of the leak by submerging the entire tube assembly under water and bubbles (leakage) on the distal end of the cuff. Under magnification, there was a small puncture 0.67 inches from the murphy eye that was 0.08 inches in length. There were no traces of wear on the device, but the device was returned without the packaging carton. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to thyroid surgery, the preoperative anesthesiologist found a quality problem, that the balloon leaked during the inspection of the tracheal tube and could not be used normally. The procedure was completed with backup product. There was no patient injury.